Manufacturer narrative:
The customer reported that they were not achieving pacing capture as expected. There was not report of negative patient impact. A philips field service engineer evaluated the device and could not reproduce the reported symptom. The defibrillator passed all standard performance and verification testing and was returned to service. As of 7/26/10, there have been no further reports of this symptom and this defibrillator from this customer.

Event description:
The customer reported that they were not achieving pacing capture as expected. There was no report of negative patient impact.